Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient order was not crossing in the system. A technical support specialist (tss) found that there was no issue in the pyxis interface, and the issue was in the customer environment. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the electronic medical record (emr) orders were not crossing over to the bd pyxis¿ es server. The customer reported that the issue occurred when trying to take medication out of the bd pyxis and the medication was not listed on pts profile. There were no adverse events or injuries reported based on this event.